Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside of the cassette door in the pump area. There were no alarms or warnings prior to the leak. The contact stated they did not see any tears in the cassette. The contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding a replacement cycler and alternate treatment in the meantime. The contact also stated that the cassette door would not close after removing the cassette on step 9. Rebooted the cycler and the contact was able to close the cassette door on the ready screen (do not insert cassette close cassette door message occurred). The contact was advised to discontinue use of the cycler and the cycler was replaced due to the fluid leak. The contact was advised to contact the pdrn to inform them of the replacement. Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The patient reported the cycler did not alarm at any point during treatment. The cassette door was opened and fluid was discovered in the cassette area and on the external of the cassette. The film on the back of the cassette was not loose. The patient contact stated it was unknown where the fluid may have leaked from. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) if needed and stated the patient had completed treatment using the cycler on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient received the replacement cycler and has resumed treatment using the replacement cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.